Event description:
It was reported by the user site that on (B)(6) 2026, during use of a selenia dimensions 3d mammography system, the c-arm control buttons were non-operational and the c-arm automatically moved to the 90-degree position when the buttons were used. The user site reported that the issue affected two control panels and expressed concern that the behavior could present a safety hazard. No patient or user injuries were reported. A hologic field service engineer (fse) was dispatched to investigate the device. The fse investigation determined that the side gantry controller inserts for the left and right control panels were defective. The fse replaced the side gantry controller inserts and performed system gain calibration. Following the repair, the system was tested by the fse and the c-arm controls were verified to operate normally. The system was confirmed by the fse to be operating according to manufacturer specifications. No further information is currently available.